Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma, lung disease, and reduced cardiopulmonary reserve. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report adverse event/product problem, outcomes attributed to ae in box d, box g report source and box h6 codes are captured incorrectly. It has been corrected in this report. Box g: report source - other has been updaed. Box e: reporting institution name has been updated.